Manufacturer narrative:
(B)(4).

Event description:
The pt had an infection. The hcp was considering options for itb (intrathecal baclofen) titration for prompt removal of the pump due to the infection. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.